Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic several times due to phrenic nerve stimulation from the left ventricular lead and high capture thresholds. The lead was turned off due to the patient experiencing twitching. Due to the lead being turned off, the patient experienced shortness of breath, lethargy, and was unable to perform daily tasks. On (B)(6) 2018, the patient presented in clinic and the lead was turned back on and reprogrammed. Patient was fine afterwards.